Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads now keep falling off - oral-b [device breakage]. Case narrative: female consumer via chat stated that the oral-b sensitive clean toothbrush heads kept falling off of the oral-b pro 1 3500 toothbrush, type 3772. No injury was reported.